Event description:
It was reported that the generator stopped during a bladder stone removal procedure. There was no specific amount of delay time reported. There were no patient consequences.

Manufacturer narrative:
Function test of generator utilizing high voltage measuring equipment and probes in-house. This generator will be repaired only with customer approval. Richard wolf was not informed of the 2007 date of event until approx four months later. This info was provided to richard wolf due to a follow-up call. Eval summary: the electrohydraulic generator and footswitch with two connecting cables of product number 2135.99 were investigated when returned from the facility. There were no probes of product number 2135.0905 returned from the facility. The probes were destroyed. The appearance of the generator showed the bottom case bent. The cable on the footswitch, product number 2030.12 was defective. The 2135.99 ehl cables showed corroded connectors at both ends. Both of these cables need to be replaced. There were photos taken during inspection. The generator was functionally tested utilizing high voltage equipment and probes in-house were used with firing in saline solution. The results of the test showed low output. Conclusion: the spark gap inside the generator not working properly caused the low output. The spark gap needs to be replaced. This generator has not been calibrated or tested by richard wolf since 1986. It is our opinion that the cause of the event was due to lack of routine maintenance on the unit. The unit was out of specification due to normal wear and tear throughout the 21 years unit has been used. Cause of event: unit was out of specification due to lack of user maintenance.